Manufacturer narrative:
The report of ¿high impedance¿ was confirmed. Microscopic inspection found a kink on the outer tubing where all internal wires were broken. The root cause of the fractures is unknown as the patient did not report any falls, trauma or accidents. Per 56-0258, product evaluation form (90154217) was not used, data was entered directly into epiq.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostic recorded high impedance. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated. During processing of this complaint, attempts were made to obtain device information. Further information was requested but not received. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.